Event description:
It was reported that an ilet user experienced fluctuating blood glucose, with a highest reported value of 300 mg/dl and lows reaching down to 39 mg/dl, in the setting of a sinus infection and gastroparesis. The user stated they treated hypoglycemia with variable carbohydrate amounts exceeding 15 grams using soda or candy, and was counseled to treat lows with 15 grams to avoid a rebound effect, which was classified as a usage problem involving improper or incorrect method and not related to a device component. Symptoms included hypoglycemia, hyperglycemia, hot flashes, confusion, irritability, muscle weakness, body aches/ pain, nausea, and shaking. Outcomes included serious injury and the need for medication-level intervention to treat the low glucose using oral carbohydrates. Investigation included interviews and analysis of user-provided information. Investigation of this case revealed no device problem and identified a usage problem related to failure to follow instructions for hypoglycemia treatment, with no applicable device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.